Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during observation, the cs300 intra-aortic balloon pump (iabp) customer realized the backup battery is low. There was no patient involvement.

Manufacturer narrative:
Event site state - (B)(6). A getinge field service engineer (fse) found battery backup is low, also he says need to replace both batteries and he give quotation for the same, later customer repaired machine in house, so machine is under working condition as per telephonic conversion and customer biomedical department has handed over machine to the ICU department for the use. Device not returned for service.